Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, ab-no; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no; damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-n/a; firing; feed conform, ab-n/a; firing: form conform, ab-n/a; jaws: inside width at tips, a-.175b b-.181; lockout functional, ab-yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. There were two instruments received. One of instrument was received in good condition, but with no clips. As instrument was received empty, further functional testing could not be performed. Second instrument was returned with top shroud broken and missing and one of the internal components protruding form top of instrument. As result, two remaining clips fell from device. Due to damage to instrument, further functional testing could not be performed. No conclusion as to how damage to instrument occurred. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. This happened with two devices. It was reported by the affiliate the clips came out malformed and clips fell from the instrument. There was no consequence to the pt.